Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating at the insertion section peeled off due to physical stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.2 inspection of the endoscope 5.inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, water tightness was lost due to a cut on the bending section cover and the device had low angulations. The device evaluation found that the connecting tube coating was peeling (1mm squared or more). Additional findings include the following: the adhesive around the objective lens had wear, the light guide lens had corrosion, the distal end had a dent, the adhesive on the bending section cover was detached, the bending section cover had discoloration / a cut, the light guide bundle had breakage, the image guide protector was sticky, the light guide cover glass had corrosion, the connecting tube was dirty, the grip had a dent, and the universal cord had a dent / discoloration. The following had a scratch: the image guide protector, control unit, scope cover, grip, up / down plate, angulation lever, scope connector, universal cord, and the protector of the universal cord on the control section side. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis exera ii bronchovideoscope had a leak in the bending section cover, scratches on the connecting tube, and low angulations. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube coating was peeling (1mm squared or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.